Manufacturer narrative:
(B)(4). Reported event was confirmed by review of surgical notes. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event can be attributed to patient fall. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent total hip arthroplasty. Patient underwent a left total hip arthroplasty revision with fracture reduction approximately two weeks post-op due to periprosthetic femur fracture after patient experienced a fall.